Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. The device and battery have not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.